Event description:
Same case as MFR. Report# 2134265-2009-03749. It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. The lesion length was 20mm. The physician pre-dilated the lesion with another manufacturer's 1.25mm balloon catheter. Next, the physician replaced another manufacturer's 0.014 guide wire with the floppy rtw guide wire. The physician advanced the spring tip of the floppy rtw guide wire 50mm distal to the lesion. The physician successfully ablated the lesion with the 1.25 rotalink system using 180,000 rpm during the first ablation. The physician experienced resistance while removing the rotalink system in dynaglide mode outside of the pt. As the physician exchanged the floppy rtw guide wire with another manufacturer's guide wire, the physician noted that the distal tip containing the radiopaque marker of the floppy rtw guide wire had detached inside the pt. The physician did not make any attempts to retrieve the detached fragment and does not plan to remove the fragment at a future date. No further pt complications were noted and the pt's status was noted as "stable".